Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon inserted a camera into the abdomen with the trocar when he noticed air leakage. No other adverse events were reported.